Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient had symptoms of swelling, itching and a rash immediately following an unknown orthopedic procedure. The patient was implanted with a locking compression (lcp) one-third tubular plate with collar, a cancellous bone screw and a self-tapping locking screw due to a fracture. The patient is inquiring if the implants are coated with "polyethylene, polypropylene glycol, or wax", to which they are allergic. Patient has a history of a prior unknown surgery involving levels c4, c5, c6 and suffered an allergic reaction from an unknown metal object placed on the chest. The patient consulted the doctor on (B)(6) 2018 with a persistent ankle rash. X-rays were taken on an unknown date and confirmed that the fracture was healing well. It was confirmed by engineering on december 2, 2018 that the devices are 316l stainless steel and not coated with polyethylene, polypropylene glycol, or wax. This report is for a 4.0mm cancellous bone screw fully threaded/14mm. This is report 3 of 3 for (B)(4).